Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, it was observed that the monopolar curved scissors (mcs) instrument locked and stopped executing the commands. After removing the instrument with great difficulty from the trocar, it was found that the grip was broken and completely rigid. The surgeon was already at the end of the procedure and would no longer use the instrument. No other instrument was needed. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing and thermal damage was not observed.. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.